Event description:
It was reported that a core impaction burr guard melted, split in half and caused a dime sized intra oral burn close to the vermilion border in the left lower cheek of a female patient. The burn was a second degree burn and it was treated with bacitracin antibiotic ointment. The burn was completely healed with no scaring at the follow up visit.

Manufacturer narrative:
The device was not returned for failure analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device lot number was not provided; without it the device manufacture date cannot be determined.